Event description:
It was reported that an aleutian tlif ii straight inserter and inner shaft were unable to be removed from an implant intra-operatively. The tip of the inserter inner shaft subsequently fractured off inside the implant. The implant and fractured inner shaft tip were left inside the patient. This report captures the inserter.

Event description:
It was reported that an aleutian tlif ii straight inserter and inner shaft were unable to be removed from an implant intra-operatively. The tip of the inserter inner shaft subsequently fractured off inside the implant. The implant and fractured inner shaft tip were left inside the patient. This report captures the inserter.

Manufacturer narrative:
Upon visual inspection it was noted that there was no damage to the aleutian tlif ii straight inserter, it was the inner shaft that sustained damage. Report #3004774118-2022-00203 was filed for the inner shaft.